Manufacturer narrative:
Correction h11: a service history review identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion testing at high, low and medium settings and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.